Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with one plus diffuse lamellar keratitis in the left eye. An oral steroid taper pack was prescribed. Topical steroid dosage was increased. Upon follow up, the patient is tapering the topical steroid drop usage and symptoms have resolved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.